Manufacturer narrative:
The investigation for the reported low flow and positioning issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Based on the clinical account, the root cause of the low flow was improper positioning due to patient anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella ld for mechanical circulatory support. It was reported while on impella ld support, the pump had positioning issues which caused the pump flow to be <1.0 l/min. The physician reported issues with obtaining optimal placement of the device, and could not correct the low pump flow with repositioning. The physician decided to explant the impella ld, and replace the device with an impella 5.5. The patient underwent surgical intervention to place the impella 5.5. It was noted that the patient's care was withdrawn 11 days later and the patient expired. The positioning issues that required surgical intervention to resolve could not be excluded as a contributing factor with the limited information at hand, even though the patient expired 11 days later.